Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home (B)(6). Baxter healthcare - dominican republic (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was difficult to disconnect from the patient line of a homchoice cassette. This issue occurred while attempting to disconnect from the cassette during pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.